Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that tpn was leaking at filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material#:2432-0007, batch/ lot#: unknown. Noticed tpn was leaking at filter, new fluids and complete tubing change done.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material #:2432-0007, batch/ lot #: unknown. Noticed tpn was leaking at filter, new fluids and complete tubing change done.